Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a correction bolus was not delivered. Review of pump data showed that blood glucose (bg) value and carbohydrate value were entered; however, the correction was declined by the user (reportedly, the correction was declined by the user (reportedly, school nurse). Contact reported that the customer was able to receive the desired amount of insulin by overriding the bolus amount. Customer's blood glucose was impacted (elevated). Contact declined troubleshooting for high bg's.